Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("spotting after removal"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal and vaginal haemorrhage outcome was unknown. The reporter considered medical device removal, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media. Medical device removal and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-weight gain. Reporter added. Fup 2 and 3 processed together. On 23-mar-2020: social media received reporter information was added. New event spotting added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("spotting after removal") and amnesia ("my short term memory sucks, if I had something I had to get done I had to write it down or I would totally forget"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal and vaginal haemorrhage outcome was unknown and the amnesia was resolving. The reporter considered amnesia, medical device removal, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media. Medical device removal and weight increased,amnesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received : reporter and event "my short term memory sucks, if I had something I had to get done I had to write it down" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("spotting after removal") and amnesia ("my short term memory sucks, if I had something I had to get done I had to write it down or I would totally forget"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal, weight increased and vaginal haemorrhage outcome was unknown and the amnesia was resolving. The reporter considered amnesia, medical device removal, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media. Medical device removal and weight increased,amnesia quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.